Event description:
It was reported that via fluoroscopy, externalized conductors were noted. The lead remains implanted and the patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.